Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) did not come down with the shuttle. The patient stopped bleeding relatively quickly. There was no reported patient injury. The device was used as per the instructions for use (IFU). The clinician could not see the advancer tube until the device was cut open post-procedure to confirm that it had not gone down the patient¿s vessel. It was not confirmed whether the sealant was placed on the outer wall of the vessel, as it was not visible under ultrasound. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.